Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that while she was shopping she experienced a seizure. Paramedics were called and patient's bg was measured at 39 mg/dl while cgm was reading 324 mg/dl. Patient was hospitalized, given glucose intravenously and released the same day. During her call to dexcom technical support, patient reports she was feeling better.